Manufacturer narrative:
A field service engineer (fse) was dispatched to address the problems with the bcr reader. Fse advised the customer would wait for a new bcr reader. No further action required by the fse. The probable cause of the event was faulty barcode reader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported intermittent barcode read issues with their aia-2000 analyzer.the customer was unable to run pth patient samples.a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting of patient results.